Event description:
It was reported by the rep that the device was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the ez45b was closed and handed to the surgeon right out of the package. When dr. Tried to open the instrument the jaws had to be manually pried open with his fingers. The ez45b was inserted vaginally and when it was closed it made a "crunch" sound. The ez45b again was difficult to open, removed and not fired. There was no consequence to the pt. The surgeon used a competitor's product to finish the case.